Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. Subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn as product is entering the complaint system. A service history evaluation/review was attempted. The investigation of the complaint articles has shown that: s&r service history review: no service history review can be performed as part number 03.501.080 with lot number(s) 8483044 is a lot/batch controlled item. The manufacture date of this item is 2-jul-2013. The source of the manufacture date is the release to warehouse date. The service history review is unconfirmed. Device history records was conducted. The report indicates that the: DHR review request part number: 03.501.080, lot number: 8483044, manufacturing location: (B)(4), manufacturing date: 28 june 2013, no ncr's were generated during production that would contribute to the complaint condition. The review of the device history record shows that there were no issues during the manufacture of the product that would contribute to the complaint condition. A service and repair evaluation were performed: service and repair evaluation: the customer reported the item was not ratcheting when tensioned. The repair technician reported the handle was binding. Lube/oil/clean is the reason for repair. The cause of the issue is unknown. No parts were replaced. The item was repaired per the inspection sheet, passed synthes final inspection on 17-mar-2016 and will be returned to the customer upon completion of the service and repair process. The evaluation was confirmed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Service and repair department reported that during an instrument inspection on (B)(6) 2016 prior to a procedure the application instrument for sternal zipfix was not ratcheting to create tension. This event was discovered outside of the operating room and did not involve a patient. This complaint involves 1 device. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.